Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an external defibrillator previously. During follow up, the pulse generator exhibited premature elective replacement indicator. The message was cleared and restored normal functions. The patient was in stable condition before and after the event.